Manufacturer narrative:
The customer¿s report of a leak was confirmed. Visual inspection revealed a 0.428 inch long crack in the female luer, along the top and continuing along the length of the luer. The crack was observed to be opposite the injection gate on the luer component. No tool markings were observed to be around the luer component. Functional testing confirmed a leak from the crack. The root cause of the leak was a damaged female luer. The probable cause of the damage was a combination of material degradation during the supplier process and manufacturing factors (solvent and over-torque).

Event description:
The customer reported that a patient had primary infusion of ns at 100ml/hr, and a dilaudid pca; the tubing was found to be cracked and leaking at the connector site where the primary set was connected to the pca set. The leaking fluid was noted to be puddled on the floor and in the patient¿s bed. While troubleshooting, the clinician disconnected and reconnected the set without a decrease in the leak. Then the primary set was changed and connected to the y-site of pca tubing with no decrease in leakage. Then the clinician changed both the primary set and the pca set and no leaking was noted after changing out all of the tubing. There was no patient harm.